Manufacturer narrative:
E1: patient city: (B)(4). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient experienced high blood glucose levels on (B)(6) 2025. It was also reported that the patient went to emergency room (ER) and was admitted to hospital on (B)(6) 2025 for greater than 24 hours and received intravenous (IV) fluids with insulin saline and the patient blood glucose levels while admitting the hospital was 400 mg/dl. The patient had no symptoms and the main reason for hospitalization was high blood glucose levels. No further information was available.